Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred on an unknown date in 2017 due to a nonunion and broken lateral entry femoral recon nail. All broken pieces of the nail were removed successfully. No fragments remained behind in the patient. No information is known on the explant of the other construct parts. The device breakage was determined during a post-operative appointment on an unknown date. The original implant date is unknown. No surgical delay was noted during the revision. The patient was revised to a larger diameter lateral entry femoral nail. Patient status is unknown however the revision procedure was completed successfully. Concomitant: unk screw (part/lot unknown, qty unk). This report is for 1 unknown nail femoral. This report is 1 of 1 for (B)(4).